Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the initial firing the surgeon felt some resistance in the handle. The surgeon fired on the duct and the clips scissored. Fired several more times and the clips continued to scissor. The scissored clips came off of the duct. There was resistance felt in the handle on each firing. There were no patient consequences. Case completed with a competitors clip applier.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned with the jaws misaligned and with a clip in jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed 6 scissor clips and then, the lockout mechanism was prematurely activated. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, 5 clips were found in clip track. Possible causes for the condition found of the jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It could not be determined what may have caused the prematurely activation of the lockout mechanism. No incident related to the reported event was observed during the batch record review.